Event description:
Memory lens iol implanted in pt's right eye in 1999. Macular hole repaired in 2000. Yag procedure performed in 2002. Opacification diagnosed in 2003. Pt being considered for explantation but prefers to be followed without surgery for now. Visual acuity reported as 20/30 very slowly looking to the side. Pt has metamorphopsia as well as a small paracentral scotoma felt to be due to their macular status. Prognosis indicated as guarded. No further info available at this time.